Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
Per ms&s, the patient's mother stated that a groshong cvc was inserted translumbar on thursday, (B)(6) 2017. She stated the groshong cvc red lumen was difficult to flush and heparin flush was utilized and the red lumen flushed easier. She stated that blood was drawn this morning and now the red lumen is leaking at the connection site. The mother states that they are on the way to the hospital to get the groshong stitched into place, repaired and evaluated.